Event description:
The pt had what the surgeon described as "normal, successful placement of the lap-band." The pt was awake in the recovery room when the pt went into cardiac arrest. The pt expired 48 hours later. The physician stated that this death was not related to the lap-band "in any way." He stated "with morbidly obese pts there is a higher risk of cardiac complications from any surgery." State board of public health to conduct autopsy. This event is being reported because inamed's approach is to resolve all doubt in favor of reporting.